Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. Device was repaired three times in the past year. As a counter measure resulting from a previous CAPA the design of the bending tube of the device was changed so as not to damage the patient¿s body cavity even if the bending tube was broken. This countermeasure is effective. The instructions for use (IFU) includes the following statements: ¿ inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Root cause for the issue cannot be conclusively identified. In order to prevent occurring of this event, warnings and cautions about a way of handling the endoscope which may result in damages in the bending tube is described in the addendum (IFU) ¿instructions for safe use¿ in the package contents. If the user follows the instruction, damages in the bending tube can be decreased. However, it is likely that deviation of the user¿s usage from the IFU instruction, the bending tube was damaged.

Manufacturer narrative:
Due diligence has been executed for this event. Event date is not known, nor are details of the event known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, the bending section of the device was found to be broken with a metal piece sticking out of the rubber insulation. The user¿s complaint of sliced is confirmed. The device was noted to have a leak and the many of the image elements were broken.

Event description:
As reported for this event, the device had a slice in it. There is no reported patient harm or adverse impact.